Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ed34-i10t2-us is available in the USA with a 510k number: k192245. We checked the returned unit and confirmed that the operation channel stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the u/d pulley wire stretched; however, it is not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0588(channel)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.